Event description:
It was reported that an ilet user experienced a temporary loss of blood glucose data display from a connected dexcom g7 sensor, characterized as brief signal loss to the ilet only, after which glucose readings resumed and were in range following customer education on transient sensor communication errors. Symptoms included no reported adverse physiological effects. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included telephone-based troubleshooting and user education. Investigation of this case revealed the device resumed expected performance after transient sensor communication error and no device malfunction was confirmed. It was concluded that the event was consistent with intermittent signal loss without injury and the device was deemed to be operating as intended after recovery.